Event description:
A reliant balloon was used in a patient as an accessory product during an endovascular treatment of an abdominal aortic aneurysm measures 5.7 cm in diameter. The vessel morphology was straight forward. The physician successfully implanted an endurant bifurcated stent graft system. There were no issues noted during the prep of the reliant balloon. The reliant balloon was used for dilation of the stent graft. The balloon was inflated using a 60 cc syringe, 1/3 contrast and 2/3 saline. When the reliant balloon was inflated it was noted that the solution was dripping out of the clear plastic hub where it meets the blue balloon catheter. The reliant balloon was successfully used without patient issue. No clinical sequelae were reported, and the patient is fine. Evaluation summary: the device was returned and the analysis has been completed. The reliant balloon was inflated with tap water using a syringe. The balloon inflated fine without any leak. There was no leak observed at the balloon inflation port on the y-connector. The guidewire lumen flushed fine as normal. The guidewire lumen exit at the distal tip was blocked while flushing the wire lumen and there was no leak observed at the y-connector. The complaint could not be confirmed. The balloon inflated fine and the guidewire lumen flushed fine without any leaks.

Manufacturer narrative:
(B)(4). Evaluation results: (cause of alleged failure was unable to be confirmed).